Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device data logs confirmed the occurrence of the reported system fault 223 error message and revealed the device failure to complete its internal self-test. Based on all available evidence and complaint investigations of a similar nature, the error message system fault 223 and the device self-test failure were most likely due to a defective peep motor in the pneumatic block. The pneumatic block was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf223) indicating a peep blower failure. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the error message (sf223) was due to a defective main circuit board (pcb). The main pcb was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf223) indicating a peep blower failure. There was no patient injury reported as a result of this incident.